Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and cycler set and the patient¿s event of peritonitis. The pdrn reported that the event of peritonitis was not related to the liberty select cycler or any other fresenius products or equipment. There is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler or cycler set malfunction or product deficiency. Gram positive cocci are considered the most frequent etiological agents of pd-associated peritonitis world-wide. The patient was retrained as recommended per the international society for peritoneal dialysis (ispd) guidelines/recommendations. Based on the available information, the exact cause of the peritonitis cannot be confirmed. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact contacted technical support for a patient¿s incomplete drainage during their peritoneal dialysis (pd) treatment. During the call the contact reported the patient had a manual fill with antibiotics due to peritonitis. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient was seen in the outpatient clinic on (B)(6) 2019 and a cloudy pd effluent was noted; the patient also had abdominal pain. Treatment with intraperitoneal (ip) cefazolin (dose, duration, frequency not provided) and ip ceftazidime was initiated. Cultures were obtained which revealed gram positive cocci. The pdrn was unable to provide the cause of the peritonitis. The patient was retrained in the outpatient dialysis clinic and no breaks in aseptic technique were noted during the retraining. The event of peritonitis was not related to treatment with the liberty select cycler or any other fresenius products or equipment per the pdrn.